Event description:
The attending nurse reported during a corneal transplant procedure, the donor cornea was damaged by the trephine blade and the procedure had to be cancelled until the next day. The transplant was successfully completed, and the pt was discharged. Because the procedure was postponed, which could have caused add'l risk to the pt, the incident is being filed as a MDR.

Manufacturer narrative:
Several attempts have been made by medtronic to contact the user facility risk mgr to inquire about the pt info. If add'l info is obtained a f/u report will then be filed. The customer had prepared three different corneal trephine blades for the procedure. While only one blade caused damage to the donor cornea, the customer was unsure which trephine blade was used. Two other separate mdrs (1045254-2010-00006 / 1045254-2010-00007) will be filed for each trephine blade. The facility risk mgr was contacted about the return of the product and she stated that they will not be returning the product to medtronic until the facility has completed their internal investigation of the event.